Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a check of this device the device longevity showed four years remaining. It was noted that six months prior the longevity showed eight years remaining. The power consumptions appeared to be higher than then expected. An analysis of the data was requested. Premature battery depletion as allegation. The device remains implanted. No adverse patient effects were reported. A review of the data disk by boston scientific technical services (ts) and engineering noted that the battery status reflect the current power, however, the data showed consisted trend of power increase with the root cause unknown. Ts discussed replacing the device to ensure continuity of therapy.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted tool marks on the device header likely induced during the explant procedure; however, no other anomalies were noted. Therapy verification testing was completed and confirmed pacing therapy remained available. The device case was removed to facilitate inspection of the internal components. Internal components were isolated and tested. Analysis found that a filter capacitor for a power supply exhibited electrical leakage. This resulted in the observed increased power usage and resultant faster-than-expected battery depletion.

Event description:
Additional information noted that the patient was seen at the hospital to check the device, and the device operation and lead measurements were normal. A revision was planned in a couple weeks.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that a check as performed prior to the replacement procedure scheduled. An increase in power consumption was noted. The lead measurements were normal thus the lead was re used with a new device while this device was explanted and replaced. The device will be returned. No additional adverse patient effects were reported.